Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and pump unexpectedly reset. Customer changed the pump supplies and reloaded cartridge to resolve the issues. Customer's blood glucose was in the 230 mg/dl range.